Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump had an intermittent power issue and the patient had a bg of 500 mg/dl with abdominal pain, polyuria, polydipsia, and extreme drowsiness. The patient received no unusual treatment. During troubleshooting, customer support found that there was no damage to the battery compartment or cap, the yellow o-ring was not visible, the cap was properly secured and that the power issue occurred during or immediately after a battery change. Cs concluded this to be a training/misuse issue, no product malfunction was found. This complaint is being reported as the patient experienced hyperglycemia related to use error.

Manufacturer narrative:
Device has been returned and evaluated by product analysis on 02/20/2015 with the following findings: the complaint was verified in the history but could not be duplicated during the investigation. The black box shows a power on reset after replace battery alarm on (B)(6) /2014 17:20. When pump was powered back on the date was set to (B)(6) 2014 and the time was set incorrectly to 05:26. The time was manually corrected on (B)(6) from 08:24 to 20:31. Another power on reets observed on (B)(6) 2014 22:08 after cs054 alarm. No damage found to battery compartment or returned battery cap. Returned battery cap was able to fully tighten to the pump with no yellow o ring showing. Pump was exercised for 24hrs with returned battery cap/returned cartridge cap; no power interruptions were duplicated. Battery cap contact measurements are in specification. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.